Event description:
It was reported that the patient experienced tibia bone fracture postoperatively. Implants still remain the patient. Due diligence is in progress for this complaint; to date no additional information or product has been received.

Manufacturer narrative:
(B)(4). G2-foreign- japan. D10. Item#:159542 ;lot#: 7436186; item name: oxf anat brg lt sm size 5 PMA ; item#:166941 ;lot#: j7307893 ;item name: oxford uni twin-peg femoral sm cocr sml; investigation of this incident is currently ongoing. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The product remains implanted; therefore, visual and dimensional evaluations could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations. The device is used for treatment. Radiographs were provided and reviewed by a radiologist. The review identified initial anatomic alignment of the right knee medial unicompartmental arthroplasty complicated by a periprosthetic fracture of the medial tibia with implant loosening and subsidence. Osteopenia. Initial fit and alignment were maintained. Two-month imaging demonstrates tibial implant loosening and subsidence with malalignment secondary to a tibial periprosthetic fracture. Bone quality is osteopenic. The tibial implant is loose with subsidence and malalignment secondary to the periprosthetic fracture as noted. There is a medial tibial periprosthetic fracture. The degree of osteopenia present could contribute to a fracture in this patient. With the available information, a definitive root cause could not be determined; however, osteopenia could be a contributing factor. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.